Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient, who was originally implanted in venezuela, presented in the united states requesting a battery check. When the pacemaker was checked, right atrial (ra) pacing impedance was greater than 2500 ohms and right ventricular (rv) pacing impedance was less than 200 ohms. Information on the patients leads was not available and the make was unknown. It was suspected but not confirmed that the patient did not have an ra lead. Boston scientific technical services recommended programming changes and the minute ventilation feature was programmed off. The pacemaker was reprogrammed to use an alternate vector which had acceptable impedances. The patient was asked to undergo a chest x-ray to confirm lead status, but at this time no x-ray has been performed. The pacemaker remains in service. No adverse patient effects were reported.